Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The caller reported via phone call that he was hospitalized last night. In the middle of the night he woke up and the insulin pump was off. The customer had to change the battery every day. The customer was transported to the hospital in an ambulance. He was vomiting, had a severe headache, and abdominal pain. The customer experienced a diabetic ketoacidosis. He was treated with IV drip. The customer was wearing the insulin pump at the time of hospitalization. He was in intensive care unit. The insulin pump alarmed low battery, off no power, bad battery, and weak battery. Customer's blood glucose level was 580 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump was received with normal operating currents and no unexpected off no power, low battery, bad battery, weak battery or battery out limit alarms or blank display noted. The insulin pump had cracked case at the display window corner, minor scratched lcd window and cracked reservoir tube lip.